Manufacturer narrative:
(B)(4). A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during dwell one of five of peritoneal dialysis therapy. It was determined that the patient's fill volume was 2500ml and they drained 5079ml. The patient felt too full. The patient had the initial drain alarm set to 0ml, and in addition the patient is getting on the homechoice with a manual bag of 2500ml. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.